Event description:
It was reported that a user received alerts that connected cgm dosing had stopped and that sensor pairing failed after the user had scanned a libre 3 plus sensor with the libre app, which prevented pairing to the ilet and resulted in loss of cgm data to the ilet. Symptoms included no cgm readings available to the ilet. Outcomes included interruption of automated dosing based on cgm data until a new sensor was paired and warmed up. Investigation included troubleshooting and user education. Investigation of this case revealed that the sensor had been paired to another device, which blocked pairing to the ilet, and that removing the competing app and scanning a new sensor restored function after warmup. It was concluded that device performance was limited by use error due to the sensor being in use by another device, and the system functioned as designed once a new sensor was properly scanned.